Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the low voltage lead was failure to pace with multiple reposition attempt. The low voltage lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.